Manufacturer narrative:
Section h6 updated due to device evaluation. Evaluation code method - add additional code component code - remove g07001 and add g02005. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported after this 980 ventilator was powered on, the ventilator generated background fault. Review of the ventilator diagnostic logs indicated that the ventilator entered backup ventilation (buv) while in use on a patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with an " expiratory autozero failed" code in memory and replaced the exhalation valve assembly (eva) and exhalation module cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One eva and exhalation module cable were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The potential or plausible cause of the device entering buv is an intermittent issue with the exhalation sensor pcba of the eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section d9 section h6 updated due to device evaluation. Evaluation code method - remove b21 and add b01 result code - remove c21 and add c13 conclusion code - remove d16 and add d02 component code - remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported after this 980 ventilator was powered on, the ventilator generated background fault. Review of the ventilator diagnostic logs indicated that the ventilator entered backup ventilation while in use on a patient. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue with an " expiratory autozero failed" code in memory and replaced the exhalation valve assembly (eva) and exhalation module cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in eva. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after this 980 ventilator was powered on, the ventilator generated background fault. Review of the ventilator diagnostic logs indicated that the ventilator entered backup ventilation while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.